Event description:
Adult female underwent elective ultrasound-guided biopsy of the right breast for a potential lesion. Post procedure mammography identified metal particles/artifact along the course of the introducer that were not present on pre-biopsy mammogram. Unclear if caused by the introducer or the needle. Manufacturer response for introducer, coaxial introducer with hiliter (per site reporter). Company president has been in contact with our radiology manager and requested equipment be returned for evaluation. Manufacturer response for biopsy device, precisecore 20mm biopsy device (per site reporter). The company president was in contact with our radiology manager and requested the used devices be sent to them for evaluation. We have also requested they take back the remaining product from that same lot#, still awaiting response/plan for this.